Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-08522. It was reported that a pacer-dependent patient experienced episodes of lightheadedness and presented in-clinic. Upon interrogation, the right ventricular lead exhibited lead noise interpreted as high ventricular rates, elevated capture thresholds, and elevated impedance. The noise was reproducible in clinic. Programming changes were made. The patient presented for a lead revision and during the procedure, the pacemaker was found to be dented. The lead was capped and replaced on (B)(6) 2019. The pacemaker was removed and replaced. The patient was stable pre procedure, during and post procedure.